Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented grade 4 degenerative mitral regurgitation (mr) with a prolapsed leaflet, and flail for a mitraclip procedure. Two clips were implanted. The final mr grade was 1. The following day a single leaflet device attachment (slda) was observed during a transesophageal echocardiogram (tee) with cardioversion. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to grade 3-4 and the patient was not symptomatic.

Event description:
It was reported that on (B)(6) 2024 a patient presented grade 4 degenerative mitral regurgitation (mr) with a prolapsed leaflet, and flail for a mitraclip procedure. Two clips were implanted. The final mr grade was 1. The following day a single leaflet device attachment (slda) was observed during a transesophageal echocardiogram (tee) with cardioversion. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to grade 3-4 and the patient was not symptomatic.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.